Event description:
A pt services representative (psr) called zoll lifecor customer support to report that the pt's response buttons do not activate the device. The psr also noted that the device powers on normally, but the response buttons do not activate it after start up. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem (response buttons will not activate the monitor) has been confirmed. Upon evaluation, it was discovered that the rear response button is non functional and doesn't light up. The root cause of the nonfunctional rear response button cannot be positively determined. No adverse event resulted from the defective response button.